Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Customer age and weight is unknown.

Event description:
The advocate reported that the customer's contour next link 2.4 meter was giving erratic readings. At 12:18 p.m., the blood glucose reading obtained on the meter was 497 mg/dl. The advocate entered the high reading into the customer's insulin pump and the pump administered 9.4 units of insulin. The customer did not specify if the insulin administered was along the day or at once. At around 12:40 p.m., the customer was admitted to the hospital as he was getting headache. The treatment provided at the hospital is unknown. No additional information was provided about the event. The advocate has been advised to return the test strips for evaluation. New test strips, meter and control solution was sent to the customer.